Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information-hospital address.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2013 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014 due to avascular necrosis. The modular head was removed and replaced. Patient underwent a left hip revision procedure on (B)(6) 2015 due to pain. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head.